Event description:
It was reported that the customer changed out his set and has not been able to get his blood glucose down past 300 mg/dl. Customer's blood glucose level was over 400 mg/dl, but is currently 274 mg/dl. Customer treated using the pump and by changing the site. Troubleshooting was performed and the insulin did exit the tubing. Pump passed the high pressure test. Pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer did not know there were any other sets. Customer will be set a sample and was advised to follow up with his health care professional to see if it would be a good one to use. Customer will be also sent a replacement set as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.